Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).